Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 3080 rl surgical table and was unable to duplicate the reported event. Upon further inspection, the technician found that the protective guard for the auxiliary override switches was missing, and the rubber covering on the trend auxiliary override switch was damaged. Based on the technician's inspection, the root cause of the reported event can most likely be attributed to the trend auxiliary override switch being inadvertently activated. The customer has ordered a new protective guard and rubber covering for the auxiliary override switch panel. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, their 3080 rl surgical table moved into trendelenburg position without being commanded to do so. The procedure was completed successfully. No injury or procedure delay was reported.